Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra (s3u) valve and +2ml nominal volume, the valve was positioned too high in a supra-annular position, which resulted in a paravalvular leak. In response, a second 23mm s3u valve was implanted, which achieved the correct position. The final patient condition was reported as being in stable condition. It was noted that pre-dilatation was performed with a 22mm non-edwards balloon, which achieved complete sealing.